Event description:
Boston scientific reported that the patient with this lead had exit block and the lead was explanted due to high thresholds.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approx. 10 cm distal to the is1 connector pin. In this area, cuts in the insulation were observed. It is reasonable to assume that these cuts resulted from the explantation procedure. Blood penetrated the lead. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported high thresholds. The values of the parameters measured during the electrical analysis were within the technical specifications. The fixation mechanism showed no peculiarities. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.